Manufacturer narrative:
B5: the cause of the peritonitis event was reported as ¿because of the scratched part on the transfer set¿ (no further details). The patient was treated with intraperitoneal cefazolin and ceftazidime for the event. Four days after hospital admission, the patient was discharged. The patient was recovered from the peritonitis event. D1: the reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized on the same day as the onset and discharged after four days. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.